Event description:
It was reported that during a laparoscopic bowel procedure, a piece of the active blade broke off in the abdomen of the patient. It was not reported how the case was completed. There was no reported patient consequence.